Event description:
The customer reported that the system would display an error message and an audible alarm. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the uninterrupted power supply switch and the uninterrupted power supply and intelligent shutdown printed circuit boards. The system was tested and found to be working as intended and put back in svc.